Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. (Omsc) reviewed the results of the device evaluation and surmised that air/water nozzle deformation could affect the occurrence of the reported event. The instruction manual states the possibility of infection by insufficient reprocessing. In addition, the instruction manual states that the aw channel cleaning adapter (mh-948) should be used to prevent nozzle clogging. It also states the cloth to be used for reprocessing. The exact cause of the reported event could not be conclusively determined. However, based on device evaluation and investigation results, the reported event may have been caused by the following: -since there was a difference between the reprocessing method by the user facility and the reprocessing method recommended by the instruction manual, the fibers and brush bristles used at the user facility remained in the air/water nozzle. -the air/water nozzle was deformed by the physical stress on the distal end, making it easier for the fibers and brush bristles used in the user facility to get caught. In addition, the endoscope that was poorly or improperly reprocessed may have been used in the procedure, due to lack of training in the user facility staff on how to handle the device and how to reprocess it according to the instruction manual. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The device was evaluated at (B)(4). As a result of the evaluation, the following was confirmed. -the air/water nozzle was deformed and the water and air supply was insufficient. -the device has not been repaired in the past year. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
The user found that the air/water nozzle was clogged and returned the device to olympus (B)(4). The user completed the intended procedure with another similar device, and the procedure was not delayed by more than 15 minutes. The device in which the defect was found was not used for the next patient. (B)(4) then inspected the device and found that the inside of the air/water nozzle was clogged with foreign material such as bristles. There was no report of patient injury associated with the event. Olympus medical systems corp. (Omsc) determined that the endoscope that was poorly or improperly reprocessed may have been used in the procedure.